Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The minute ventilation (mv) feature was then disabled by the signal artifact monitor (sam) as a result of the noise. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed potential programming options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The minute ventilation (mv) feature was then disabled by the signal artifact monitor (sam) as a result of the noise. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed potential programming options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection and oversensing of noise generated by the minute ventilation/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.